Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed compromised force sensor system and insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. The customer¿s blood glucose was 250 mg/dl at the time of incident. The customer stated that insulin pump was dropped prior to alarm and drive support cap wad normal. The insulin pump will be returned for analysis.